Event description:
It was reported that after removal of devices (this report & 3005085999-2024-00031) from ears during a visit at the hcp, the hcp observed a white patch that was firm to the touch in the left ear canal. The patient was referred to the ent, who confirmed exposed bone bilaterally. The patient was prescribed ciprodex drop. The patient is doing fine and is wearing conventional hearing aids since.

Manufacturer narrative:
The manufacturer has initiated a follow up. It was reported that the patient has been using lyric devices since around (B)(6) 2022. The patient is doing fine since the incident. The patient does not have a history of ear diseases. The hcp could not determine if he/she contributes this incident to the use of the devices. The investigation is ongoing. Supplementary reports will be submitted upon availability.

Manufacturer narrative:
The hcp did not respond to further follow up questions to clarify the circumstance and the root cause of the incident. Clinical expert assessment showed that for the bone exposure to occur, most likely there must be a pre-existing ear condition e.g. Abrasion or ulceration in the ear that was left untreated. However, the follow up with the hcp was not able to confirm it. The manufacturer has already considered the risk of non-self resolving tissue injuries in the risk file and the other accompanying product documents. The user guide contains information about safe removal of the device and to consult a specialist prior to the use of lyric to ensure that a patient meets required conditions for lyric insertion. This is the final report. The manufacturer will observe for trends.